Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to noise. Technical services (ts) reviewed data from the device and noted that the respiratory rate trend (rrt) feature had been deactivated, and that out-of-range (oor) impedance measurements were present around the time the sam episodes were stored. Additionally, an observation of potential inappropriate therapy was raised due to anti-tachycardia pacing (atp) and shock therapy delivery for a rhythm not related to a ventricular arrhythmia. Investigation identified the possibility that the device was turned to monitor only and then back to monitor and therapy; and the sam episodes were stored before therapy was back on, so the oor values and noise could have been a potential interaction with external equipment. Ts mentioned that it would be important to know if the patient was connected to external equipment from the hospital or during any revision at that time. A troubleshooting guide was provided to evaluate lead integrity, and further reprogramming options were discussed. Since the reported observations happened, there is no evidence of oor values nor noise. The device remains in service and no adverse patient effects have been reported.additional information has been received. The facility has decided not to perform programming changes to the device. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to noise. Technical services (ts) reviewed data from the device and noted that the respiratory rate trend (rrt) feature had been deactivated, and that out-of-range (oor) impedance measurements were present around the time the sam episodes were stored. Additionally, an observation of potential inappropriate therapy was raised due to anti-tachycardia pacing (atp) and shock therapy delivery for a rhythm not related to a ventricular arrhythmia. Investigation identified the possibility that the device was turned to monitor only and then back to monitor and therapy; and the sam episodes were stored before therapy was back on, so the oor values and noise could have been a potential interaction with external equipment. Ts mentioned that it would be important to know if the patient was connected to external equipment from the hospital or during any revision at that time. A troubleshooting guide was provided to evaluate lead integrity, and further reprogramming options were discussed. Since the reported observations happened, there is no evidence of oor values nor noise. The device remains in service and no adverse patient effects have been reported. Additional information has been received. The facility has decided not to perform programming changes to the device. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to noise. Technical services (ts) reviewed data from the device and noted that the respiratory rate trend (rrt) feature had been deactivated, and that out-of-range (oor) impedance measurements were present around the time the sam episodes were stored. Additionally, an observation of potential inappropriate therapy was raised due to anti-tachycardia pacing (atp) and shock therapy delivery for a rhythm not related to a ventricular arrhythmia. Investigation identified the possibility that the device was turned to monitor only and then back to monitor and therapy; and the sam episodes were stored before therapy was back on, so the oor values and noise could have been a potential interaction with external equipment. Ts mentioned that it would be important to know if the patient was connected to external equipment from the hospital or during any revision at that time. A troubleshooting guide was provided to evaluate lead integrity, and further reprogramming options were discussed. Since the reported observations happened, there is no evidence of oor values nor noise. The device remains in service and no adverse patient effects have been reported. Additional information has been received. The facility has decided not to perform programming changes to the device. No adverse patient effects were reported. The device remains in service.